Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-11. H6: investigation summary bd received a 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned unit and observed that there was a strand of what appeared to be catheter adapter material hanging inside the luer adapter. Microscopic inspection was performed and confirmed that the inside of the luer lip was damaged. The hanging material was found to be attached to the wall of the catheter adapter and this along with the rough texture of the material surface suggested that the adapter wall had suffered abrasive damage. Next, a water/air leak test was performed and the device appeared to be leaking from the end of the luer. Based off the visual inspection and testing the engineer was able to verify the reported defect. The observed damage was caused by a misalignment between the adapter and the manufacturing equipment resulting in excess force being applied to the wall of the adapter. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all manufacturing associates to raise awareness of this incident and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: it leaked after IV infusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: it leaked after IV infusion.